Manufacturer narrative:
Correction: d10, g4, h2, h6 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from (B)(6) 2007 to (B)(6) 2020 and note that this device has been returned for service one time, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board [only applies if it is related to service repairs]. Also, there were no production failures indicated on the source device.

Event description:
Reported issues with alarm/error codes.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Reported issues with alarm/error codes.